Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdzs0028 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient admitted and accessed d5/d1 for mtx high dose infusions. Noted blood leaking, blood had back flowed into the line. When the line was flushed, saile leaked from where the soft line meets with the hard plastic that attaches to the nad. Pt had to be deaccessed and then recessed."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdzs0028 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient admitted and accessed d5/d1 for mtx high dose infusions. Noted blood leaking, blood had back flowed into the line. When the line was flushed, saile leaked from where the soft line meets with the hard plastic that attaches to the nad. Pt had to be deaccessed and then recessed."